Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013028306); product type: 0195-heart valves; implant date: non-implantable. Device product ID d-evolutfx-2329 (lot: 0013110350); product type: 0195-heart valves; implant date: non-implantable. Device product ID evfxplus-29 (r261024); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving the transcatheter aortic valve evfxplus-29 in a patient with a severely calcified asymmetric aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. Upon the first deployment attempt, an infold in the valve frame occurred, prompting recapture into the delivery catheter system and withdrawal from the patient. A second bav was then performed with a 22 mm non-medtronic balloon, and a new valve was loaded and implanted. Following implant, contrast imaging revealed aortic insufficiency, leading to a post-implant bav with a 22 mm non-medtronic balloon, which was successful. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the aortic insufficiency was moderate central regurgitation.

Manufacturer narrative:
Image review: a total of eight intraprocedural media files were submitted for review. Five images from the patient¿s executive summary were available, allowing for partial anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified, with an annular perimeter measuring 78 mm and a perimeter-derived diameter of 24.8 mm, consistent with sizing for a 29 mm evolut valve. The aortic annulus demonstrated protruding calcification extending into the left ventricular outflow tract. Fluoroscopic valve load inspection was performed and confirmed an acceptable load. A pre¿balloon aortic valvuloplasty was performed prior to the initial valve implantation attempt, reportedly using a 20 mm balloon. During valve deployment, the bioprosthesis appeared significantly underexpanded with evidence of infolding. Available evidence suggests that the affected valve was withdrawn and a new valve was prepared. Fluoroscopic inspection of the replacement valve demonstrated inflow crown overlap terminating prior to node 4, consistent with an acceptable load. A second pre¿balloon aortic valvuloplasty was subsequently performed using a larger balloon. The replacement valve was then implanted without evidence of underexpansion or infolding. Post-implant angiography demonstrated possible mild-to-moderate aortic regurgitation/paravalvular leak, for which a post-implant dilation was reportedly performed. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.